Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) reported that they had a removal of their pd catheter (not a fresenius product) due to having peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. The patient reported their pd treatments were on hold and did not need pd order. During additional follow-up, the nurse reported that the patient has had an ongoing/recurring peritonitis since (B)(6) 2020. The nurse reported the patient initially had symptoms of abdominal pain. As a result, on (B)(6) 2020, the patient had a pd culture obtained which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin (per clinic protocol) intra-peritoneal (ip) for 2 weeks on an outpatient basis (continuing pd treatments). The nurse reported the patient reportedly did not fully recover as the patient had persistent cloudy pd effluent. A repeat pd culture was obtained on (B)(6) 2020 which yielded growth of the same organism, staphylococcus epidermis. Reportedly, the patient was treated with another 2-week course of ip vancomycin (per clinic protocol) and continuing pd treatments. However, the patient continued to have cloudy pd effluent and abdominal pain, according to the nurse. Therefore, on (B)(6) 2020, another repeat pd culture was obtained which continued to have growth of staphylococcus epidermis. The patient was treated with ip vancomycin (per clinic protocol) for an additional 2 weeks. The patient continued pd treatments. On 5/jan/2021, the patient had a repeat pd culture which revealed ongoing growth of staphylococcus epidermis. Per the nurse, the patient was kept on vancomycin (per clinic protocol) intra-peritoneal for an additional 5 week and continued pd treatments. Subsequently, on 9/mar/2021, the patient¿s pd catheter (not a fresenius product) was removed due to biofilm on the pd catheter and the patient was then transitioned to hemodialysis for renal replacement needs. The patient is reportedly continuing unknown antibiotic therapy and is recovering from the peritonitis event. The patient¿s nurse stated the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the cause of the initial peritonitis was a breach in aseptic technique during the pd exchange. However, the bacteria (staphylococcus epidermis) developed a biofilm on the patient¿s pd catheter which was implicated as the cause of the ongoing and persistent nature of the peritonitis infection. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s ongoing and persistent peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that normally lives on human skin. Staphylococcus is a well-documented bacterium that is most often associated with a breach in aseptic technique during the pd exchange. Therefore, based on the reported information, the patient¿s initial onset of peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange as reported by the patient¿s nurse. Moreover, the patient¿s intractable peritonitis (despite several courses of antibiotics) can be attributed to bacterial biofilm of the pd catheter (not a fresenius product) which is not an uncommon clinical finding in reoccurring/relapsing peritonitis infections.